Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level around 500 mg/dl; cause was not known. The customer received intravenous fluids of saline and insulin, potassium, magnesium and antibiotic for a boil. The customer was discharged from the hospital on (B)(6) 2026 with the issue resolved and no permanent damage. A system check was performed, and the no issues were identified. Clinical technical support (cts) advised the customer to consult with their healthcare provider to discuss factors that might be affecting their blood glucose levels, and the customer acknowledged this advice.